Manufacturer narrative:
The patient underwent a successful revision surgery of the distal femur. The cause for revision was attributed to a chronic infection history of the patient. This complaint is being closed, and is being tracked and trended.

Event description:
This is a supplemental report of 3004105610-2015-00086 ((B)(4)).

Manufacturer narrative:
The surgeon has stated the infection and subsequent need for a revision procedure are not implant related, but instead related to the patient's history of a chronic infection. A custom device with a silver coating will be implanted during the revision procedure scheduled for (B)(6) 2015. Additionally, the patient will be treated with suppressive antibiotic therapy for the remainder of his life. A review of the device history records did not identify any non-conformances or abnormalities. The investigation is ongoing. A supplemental report will be provided.

Event description:
The surgeon reported that as a result of the patient's chronic knee infection, in late (B)(6) 2015, the distal femur previously in situ was removed, and a cement spacer was placed. The surgeon has stated that he believes that the infection is not implant related. The revision procedure is scheduled for (B)(6) 2015.